Event description:
The pt tested blood glucose on suspect device and received a reading of "hi". She took 20 units of 70/30 insulin and 15 units of regular insulin. She retested her blood glucose on suspect device 2 hrs later and was 595 mg/dl. She waited awhile (no time frame given) and retested on supsect device and blood glucose was 420 mg/dl. She then took 10 more units of regular insulin and ate dinner. After dinner she began to have an insulin reaction. She started to eat. She tested her blood glucose on another device and was 89 mg/dl. She passed out and her husband called paramedics. The paramedics tested her blood glucose on their device and it was 26 mg/dl. She was taken to the hosp and given an glucose IV.